Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a clinician that this device and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements. The clinician also noted that the lv pace configuration was unexpectedly found to be changed. This was concerning as there was only one lv pace configuration in which there was capture in the lv. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data. Ts discussed that the lv pace configuration may've been changed in response to the lv pace impedance measurements going out-of-range. The clinician reprogrammed the lv pace configuration and the impedance returned to normal values. This product remains in service. No adverse patient effects were reported.